Event description:
Initial result for a pt calcium was 7.9 mg/l. When repeated, the result was 9.3 mg/dl. The incorrect results were not used to guide therapy. The field service rep found that the screen for the syringes was clogged and repaired the instrument by changing the screen.